Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during intraocular lens (iol) implant procedure, scratch observed during implantation. Lens implanted and removed on the same day. Lens was replaced with company other lens model. Additional information received stating that in the surgeon¿s opinion, potentially loader related or may have been scratched in manufacturing. There was no patient harm. The patient's issues resolved. Patient recovering appropriately, no notable abnormalities and patient reported improved vision.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. The lot number used could not be verified. A device history record review of the potential lot number was conducted and all corresponding production release specifications defined in the device master record were met. A non-qualified lens model/diopter was indicated with a qualified handpiece and viscoelastic. The company, 26.0 diopter lens is not qualified for use with the company cartridge. The qualified diopter range for the company cartridge is diopters 10.0 to 25.0. The company cartridge was not returned for evaluation. The root cause for the reported lens damage may be related to a failure to follow the instructions for use (IFU). A non-qualified lens model/diopter was indicated. The company, 26.0 diopter lens is not qualified for use with the company cartridge. The qualified diopter range for the company cartridge is diopters 10.0 to 25.0. The correct cartridge is indicated on the lens carton label and on the lens case label. The IFU instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.